Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, high capture thresholds and loss of sensing were observed on the atrial lead. No patient symptoms were reported. Fluoroscopic imaging revealed that the lead had become dislodged. The lead was explanted and replaced. The patient was noted to be in stable condition throughout the event.